Event description:
A review of service data has detected a reportable event. During servicing of electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt, the electrode belt failed the therapy electrode recognition test and the pulse lead hi-pot test. Upon investigation, the black pulse wire was intermittently short in the trunk insulation. The cause for the test failures was the intermittent pulse wire. The root cause for the intermittent pulse wire cannot be positively determined, but is likely excessive force placed on the trunk cable. No adverse event resulted from the intermittent wire. The last pt to use this belt did not report any deficiencies.